Manufacturer narrative:
The device was returned for analysis. The reported retraction problem to remove could not be confirmed. There were no abnormalities noted with the returned device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, it is possible there was suture snagged within the anatomy; however, this cannot be confirmed. There was no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: regarding the second device: the returned device was received with the suture removed from the device and the cuffs still in the foot pockets. The reported failure can now be interpreted as ¿node¿ meaning suture and the reported issue meaning the suture did not connect to the cuffs which aligns with the noted cuff miss observed with the returned device. No additional information was provided.

Event description:
It was reported that a closure of an unspecified vessel was attempted with two proglide devices after an unspecified procedure. Reportedly, with the first device, the plunger could not be withdrawn leading to the wires [suture] not being present. A second proglide was deployed, however, the node [knot] was out of the device and it did not come down. A third, additional proglide device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.